Event description:
It was reported that the patient's pacemaker exhibited high capture threshold. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a capture issue was not confirmed. The device was received at the elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of the header and connectors, showed normal device characteristics with no anomalies contributing to the reported capture issue. A longevity assessment was performed, and the implant duration exceeded the total projected longevity, indicating normal battery depletion. No anomalies were observed.